Manufacturer narrative:
Date sent: 11/30/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
The rep reported the device was used during an endoscopic vein harvesting. It was reported the al326 after appling 3 clips the jaws refused to open, rendering the applier useless. Another was opened to complete the case. There was no consequence to the pt.